Manufacturer narrative:
Concomitant medical product: dtbb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead remains in use and the patient will be monitored because the twos looked to be an incidental finding. No patient complications have been reported as a result of this event.